Event description:
The hospital reported that during the endoscopic vein harvesting procedure, while inserting the device through the btt short port to create the tunnel, a foreign material like a piece of paper, was noticed falling in the tunnel. The foreign material was retrieved by the forceps through the original incision. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: from the reported complaint and the visual observation of returned object, it was determined that the object is part of the short port shield. The dimensions are an exact match when compared to a reference 13005 btt shield kit. This component is folded and inserted into the trocar body end for shipping purposes while positioned on the shield. The component had to have been torn away from the short port shield during btt removal and remained inside the trocar body. The reported complaint was confirmed. Lot history record review was completed for the product, there was no nonconformance associated with the lot number.